Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "depressed battery pins" which were observed as two negative and one data pin depressed and unable to rebound during a visual inspection of the device. "Depressed battery pins" were verified and found to be affecting dc operation. The rear case replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.